Event description:
It was reported that the 9600 system had a problem with the cine image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The video board switch was replaced during the svc call. A follow up report will be filed when add'l details become available.